Event description:
Customer called to report a high unexplained bg that would not come down with a bolus. He said that the cannula appeared kinked. No further issues were reported. At the time of the report, the user stated that it would be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device involved in the reported incident was evaluated for defects. The run data from the pod indicated that though there were no occlusion alarms, there were indications that at least partial occlusions occurred during the run. There was also some damage to the distal tip of the cannula which may have contributed to the partial occlusions. The cannula tip damage probably occurred during the insertion process. The product user guide instructs the user to "check the infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.